Event description:
The pt was admitted to the hosp for removal and replacement of his aortic heart valve prosthesis secondary to signs and symptoms of increasing shortness of breath, dyspnea on exertion, fatigue and class three congestive heart failure. The pt has moderate aortic insufficiency. There were no perivalvular leaks noted. This aortic valve prosthesis had been placed in 2007. The pt authorized the hosp to give his surgically removed aortic heart valve to the MFR.